Manufacturer narrative:
Follow-up #2 - the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra meter read inaccurately high compared to their feelings and/or normal results. This complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The reporter stated that the alleged meter issue first occurred at 8am on (B)(6) 2015. At this time the patient obtained a blood glucose reading of 350mg/dl with the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they injected an additional 20 units of apidra solostar insulin at 8am in response to the alleged high result. The patient stated that 2 hours later, at 11am, they began shaking and also fainted. The patient associated these symptoms with low blood glucose levels and self-treated 15 minutes later, at 11:15am, by drinking 1 liter of water and a cup of coffee. The patient stated that they felt better around 2 hours after this incident. No further blood glucose results were obtained at this time. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter. The patient did not have control solution available to test on the subject meter. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient obtained an inaccurately high result on the subject meter, took additional insulin due to this result, and then developed symptoms suggestive of serious hypoglycemia after the alleged product issue occurred.